Manufacturer narrative:
B3 correction: the date of event was corrected from 2025-feb-25 to 2024-oct-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient came in for his regular scheduled pump refill appointment. After interrogating the pump, the physician noted a warning that said that the pump has been in motor stop for over 1000 hours. According to the patient there was no alarm from the pump. Also, the patient did not experience any symptoms of withdrawal. According to the physician this patient is usually very sensitive to small changes in daily dose. Regarding factors that may have led or contributed to the issue, it was indicated that the patient underwent magnetic resonance imaging scan (MRI) in october. The physician checked the protocols of the pump which also showed the motor stop in october. The next logs were from yesterday. Programming steps and the motor restarting was further indicated. No further interventions were taken as the pump seemed to be running normally again after the refill. No surgical intervention was planned. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. According to the logs, the motor stall happened just after the previous refill appointment. However, at the appointment where the physician noticed the error message, the pump showed that the reservoir was at 3 ml which indicates that the pump was running. The physician also documented that they got 1,9 ml out of it, which is very similar to the calculated reservoir volume. The patient didnot report any symptoms of underdose and did not report hearing any alarm sounds. It was being considered that it seemed like the pump was running the whole time normally and just produced the error message for whatever reason. As per the logs, a service code 232 occurred regarding the pump having paused/stopped for 1092 hours and 15 minutes. Also, per the logs, a service code 529 occurred regarding the pump motor having stopped and restarted. The logs indicated a critical alarm regarding motor stall occurred on 2024-oct-11 at 14:18, a critical alarm regarding pump stopped for more than 48 hours on 2024-oct-13 at 14:18, and a cancelling/lifting of the pump motor stop on (B)(6) 2025 at 13:13. The pump administered baclofen with concentration 1,000.0 mcg/ml at a dose rate of 263.4 mcg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the implant date was unknown. According to the rep, it sounded like the motor stop/stall recovery coincided with the timing of telemetry/programming when the hcp read the logs to the rep.